Event description:
Difficulty getting the fluid out because they are going to culture it (knees) [arthrocentesis] . Her night her knees ballooned up and it is really painful (right) [swelling of r knee]. Her night her knees ballooned up and it is really painful [aching (r) knee]. Case narrative: this case is cross linked with case:(B)(4). Initial information was received from united states on 21-mar-2022 regarding an unsolicited valid serious case from a patient via call center. This case involves a (B)(6) year old female patient who experienced difficulty getting the fluid out because they are going to culture it (knees), it is really painful (knees) and knees ballooned up with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection in both knees for osteoarthritis (dose, frequency, route, lot number- unknown; strength: 48mg/6ml). Information on batch number of requested. She received synvisc one in right for osteoarthritis. On an unknown date in (B)(6) 2022, after latency of approx. 3 weeks, she just went for a little longer walk and it was not super-fast and when she came home that her night her knees ballooned up (joint swelling) and it was really painful (arthralgia). She talked to the md's (doctor) office, and they seemed to think it was very rare to have this happen 3 weeks out. She would like to know if this would resolve on their ow. She went back to the practice and saw the pa (physician assistant) and not the doctor who administered it and they were having difficulty getting the fluid out because they are going to culture it (aspiration joint, assessed as medically significant). The patient was asked if this was her first time receiving synvisc-one and she stated that she had monovisc before. The patient would like to know if there was a history of an adverse event three weeks out from synvisc one. This is all the information she provided at the time of her call. First time product used: yes. Action taken: not applicable for all the events. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Event description:
Difficulty getting the fluid out because they are going to culture it (right knee) [arthrocentesis] that night her knees ballooned up and it is really painful (right knee) [swelling of r knee] that night her knees ballooned up and it is really painful (right knee) [aching (r) knee] case narrative: this case is cross linked with case:(B)(4) (multiple device suspect used for the same patient; synvisc-one left knee) initial information was received from united states on 21-mar-2022 regarding an unsolicited valid serious case from a patient via call center. This case involves a 68 year old female patient who experienced difficulty getting the fluid out because they are going to culture it (right knee), that night her knees ballooned up and it is really painful (right knee) with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6)2022, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection in right knee, for osteoarthritis via intra-articular route, frequency: once (dose, lot number- unknown; strength: 48mg/6ml). Information on batch number of requested. First time product used: yes on an unknown date in (B)(6)2022, after latency of approx. 3 weeks, she just went for a little longer walk and it was not super-fast and when she came home that night her knees ballooned up (joint swelling) and it was really painful (arthralgia). She talked to the md's (doctor) office, and they seemed to think it was very rare to have this happen 3 weeks out. She would like to know if this would resolve on their own. She went back to the practice and saw the pa (physician assistant) and not the doctor who administered it and they were having difficulty getting the fluid out because they are going to culture it (aspiration joint, assessed as medically significant). The patient was asked if this was her first time receiving synvisc-one and she stated that she had monovisc before. The patient would like to know if there was a history of an adverse event three weeks out from synvisc one. This is all the information she provided at the time of her call. Action taken: not applicable for all the events corrective treatment: not reported for all the events. Outcome: unknown for all the events. A product technical complaint (ptc) was initiated on 21-mar-2022 for synvisc one (batch number: unknown) with global ptc number 100335599. The sample status was not available. Ptc stated: complaint: adverse event; preliminary assessment: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class had been updated to ii. Investigation: the product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi would continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. The final investigation was completed on 20-jun-2023 and the summarized conclusion was "no assessment possible." Additional information was received on 21-mar-2022 from healthcare professional (quality department). Ptc number was added. Text amended accordingly. Additional information was received on 20-jun-2023 from healthcare professional (quality department). Ptc summary details added. Text amended accordingly.